Manufacturer narrative:
Additional information: it was believed that that there may have been crossing of the two wires over each other within the catheter. The launcher device was inspected prior to use with no issues noted. It was later clarified that only one non-medtronic 3.0x15mm sc balloon was used in the event and no non-medtronic 3.5 x 15 nc balloon was used in the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent deformation occurred. The device was inspected prior to use with no issues. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. During the percutaneous coronary intervention, a horizontal 6f radial airlock and ebu 3.5 guide catheter were used. Two non medtronic wires were placed in the left anterior descending artery (ramus interventricularis anterior/riva) and a 3.5 x 15 nc balloon was used in the riva. It was then attempted to advance the onyx frontier stent into the first diagonal artery; however, it was not possible. The stent could not be pushed through the guide catheter. When the stent was removed, the struts were noted to be defected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion being treated was a bifurcation lesion with a medina classification of 1, 1, 1. There were no issues noted with the lesion. A launcher ebu 3.5 guide catheter was being used in the procedure with no issues noted. There were two non-medtronic wires and one 3.0x15mm non-medtronic semi compliant (sc) balloon already placed in the lad. The stent did not exit the launcher guide catheter. The stent did not pass the proximal end of the monorail of the sc balloon within the catheter lumen. It was believed that this was probably due to wire criss cross and a tortuosity of the right subclavian artery at this region. The stent was removed and the stent strut deformation was observed. Product analysis: the device returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with positioning specification. However due to distal stent deformation the stent did not meet visual acceptance criteria. Deformation was evident to the distal stent wraps with struts raised. The inner lumen patency was verified with a mandrel. A protective sheath of similar dimensions to that used during the manufacturing of this batch could not be placed over the stent due to the deformed stent struts. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.